Event description:
After upgrade of the programmer to the smartview 2.44j software version, demo devices were interrogated. It was reportedly impossible to interrogate one of the demo devices. When another demo device was interrogated, displayed language was reportedly unexpectedly changed to (B)(6). According to preliminary analysis results, the first demo device could be interrogated, but it probably took longer than expected because of telemetry issues. As for the change in displayed language, preliminary analysis showed this was the specified behavior in such case.

Event description:
After upgrade of the programmer to the smartview 2.44j software version, demo devices were interrogated. It was reportedly impossible to interrogate one of the demo devices. When another demo device was interrogated, displayed language was reportedly unexpectedly changed to french. According to preliminary analysis results, the first demo device could be interrogated, but it probably took longer than expected because of telemetry issues. As for the change in displayed language, preliminary analysis showed this was the specified behavior in such case.